Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user who participated in ilet experience study experienced an episode of hypoglycemia while using the ilet bionic pancreas, with no associated alerts or alarms reported. Customer care provided support that included customer outreach attempts to acquire more information and review of available case information. Investigation of this case revealed that the cause of the hypoglycemic event could not be determined based on the information available. No clinical symptoms associated with hypoglycemia reported. Outcomes included transient impact without hospitalization reported. It was concluded that the event was not attributable to a confirmed device malfunction and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.